Event description:
The report is associated with a non-delivery of a rescue agent used with chemotherapy protocols. A pt was connected to a disposable infusion pump and infusion set for a mesna (post chemotherapy) treatment. The pt was connected on friday afternoon, 06/23/2000. The health professional that administered the treatment confirmed that they were able to prime the pump/set before it was connected to the pt. On saturday morning, 06/24/2000, the pt reported to an outpatient clinic because the drug had not infused. The clinic provided an initial treatment of mesna and sent the pt to the emergency room to receive follow-up mesna treatments. There is no report of pt injury.